Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0650 dyspareunia, exposure 5 mm posteriorly; rectocele, enterocele re-hospitalization of plaintiff on (B)(6) 2015 - revision of vagina graft/incision and cystoscopy performed using general anesthesia to treat mesh exposure.